Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after isolation of the pulmonary veins (pv), the patient experienced cardiac tamponade. Drainage was performed and the patient left the catheter lab without issues. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed ten applications were performed with balloon catheter 2af284 with lot number 35082 without any issues present. In conclusion, the reported cardiac tamponade could not be confirmed through testing. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.